Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Placeholder.

Event description:
The user facility in (B)(6) reported during surgery the vitrectomy cutter did not have adequate cutting action when set at or above 3500cpm. There was no reported patient injury.